Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one in.pact admiral pta balloon catheter was used to treat the popliteal of the right limb. Approx. 6 months post index procedure, restenosis of target lesion at the popliteal artery was reported. It was reported that thrombus was present in the target lesion. The patient was treated with medication and revascularization of the target lesion was carried out using a pta. The investigator assessed the event as possibly related to the device and paclitaxel medication and not related to the procedure. Sponsor assessed the event as possibly related to the device and paclitaxel medication and not related to the procedure. The patient recovered. A dissection occurred during the index procedure. This was not treated with provisional stenting.